Manufacturer narrative:
(B)(4). Eval results: (endoleak, death), (death is due to congestive heart failure). Conclusions: (death is due to congestive heart failure).

Event description:
Aneurx and talent aortic cuff stent grafts were implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm under physician ide (B)(4). The aneurysm was located proximal to a previous open repair graft that was sewn in due to a ruptured aneurysm that occurred several years prior to the stent graft implant. It was reported that there was a type 3 endoleak between an aneurx cuff and a talent cuff, and there was a para-anastomotic aneurysm measuring 6.2 cm. The endoleak was treated with a cuff 58 months ago. It was reported that the patient expired from congestive heart failure 7 months later. No further info was provided. The investigator stated the event was not device related.